Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 due to an occlusion. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin use. No additional occlusion events were reported before this incident, and the current cartridge had not been in use for more than 72 hours. Cts provided off-label insulin messaging, and the case was closed by cts.